Event description:
Pt had bilateral removal of breast implants with left one found to have 2 defects 1 cm and 1.7 cm with oozing of viscous contents. Pt did not have implants placed within our hospital system. Unk age of implants. Per pathology there were no identifiers to the implants upon gross assessment.